Event description:
Report received of five undocumented and one documented complete tubing separations. For the one documented incident it was reported that a patient on a medical/surgical/orthopedic unit with an unspecified diagnosis was receiving, hydration fluid through their primary peripheral IV line. The tubing set had been in use for several hours when it was noted that the tubing had completely separated at the distal y-site, and there was a small amount of blood that leaked out. The amount of blood loss is unknown, but was reported to be insignificant, the tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.